Event description:
Revision surgery - due to the patient having a huge hematoma and starting to dislocate.

Manufacturer narrative:
The reason for this revision surgery was the patient had a huge hematoma and started to dislocate. The length of in vivo service was almost 2 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(6) prior complaints reported against this part. Summary of investigations: (B)(6) locking mechanism damaged, (B)(6) dimensional concern, (B)(6) revision surgery, (B)(6) disassociation, (B)(6) dislocation, (B)(6) pain, (B)(6) infection, (B)(6) trauma, (B)(6) device loosening, (B)(6) stability/poor joint, (B)(6) malpositioned. This is the first complaint against this lot number. The root cause for this event was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.